Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission, inappropriate automatic mode switch(ams) caused due to an atrial noise reversion was noted. The patient as seen in clinic. No intervention or programming changes was performed, and the right atrial lead remains implanted. The patient was in stable condition and discharged.